Manufacturer narrative:
Hotline instructed the customer to re-seat the wash buffer bottle receptacle valve on the wash buffer bottle and place the wash buffer bottle/ valve assembly back onto the instrument. No further leaks occurred after the wash buffer was placed back on the instrument with the re-seated receptacle valve. The wash bottle receptacle valve functioned properly when it was appropriately seated on the wash bottle. The customer cleaned up wash buffer. Service was not scheduled for this event; the problem was resolved by hotline during routine trouble shooting. User error is the root cause of this event. Bec internal number: (B)(4).

Event description:
A customer contacted beckman coulter inc, (bec) and reported a leak originating from the access 2 immunoassay system. During troubleshooting with hotline, it was determined that an improper seal of the wash buffer bottle receptacle valve was causing the wash buffer to overfill the wash buffer reservoir to a level above the wash buffer hole. No patient results were generated in connection to this event and there is no report of injury to the user.